Event description:
Received information the neurostimulator showed low battery. The patient was directed to contact her physician. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).